Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin wounds and scarring. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient developed skin wounds and scarring after wearing the pod on the arm for longer than 48 hours. The affected area was consistent with the size and shape of the pod. The patient was evaluated by a dermatologist on 26 march 2026 during an outpatient consultation that lasted approximately 30 minutes. Treatment was provided and included a triple antibiotic ointment, a petroleum-based product, and care gel aqua 4. No formal diagnosis was made by the physician.